Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated an r-wave amplitude measurement issue. Concomitant medical products: d354drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronically small and varying r-waves, elevated sensing integrity counter (sic), a decrease in impedance, and a few high rate non-sustained episodes showing oversensing of noise. A fracture was suspected. The rv lead remains in use. It was also reported that the right atrial (ra) lead had chronically small p-waves, undersensing, far field r-wave (ffrw) oversensing, and high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision procedure was scheduled.